Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4)

Event description:
The manufacturer representative reported the patient needed to have an MRI to check for possible history of stroke. No impedance measurements were taken and the implant was noted to be off. During the MRI the patient felt a sudden stimulation sensation. No cause or intervention was reported however additional information has been requested. If received a follow-up report will be sent. Indications for use are as follows: 174 lumbar radiculopathy

Event description:
Additional information received from the manufacturer representative reported that the MRI technician cut the MRI time by three minutes and the patient was doing well.